Event description:
A customer reported 4053 sorter z home overrun error on the aia-900 analyzer. The customer rebooted the analyzer several times, but error recurred. The technical support specialist (tss) instructed the customer to power the analyzer on and off, perform an all set home, and ensure there were no obstructions. No obstructions were identified, however the error recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by reviewing the error log. The fse identified a dropped cup in the sorter tray. The fse removed the dropped cup, cleaned the sorter tray, and realigned the sorter pick up head per the service manual. The fse validated the analyzer by running a sorter test, a daily check, and quality control (qc) with results within acceptable range and no error recurring. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages state the following: [4053] sorter-z home overrun cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause was due to an alignment problem with the sorter pick up head, cause traced to component failure.